Event description:
This customer reported that they got a false asystole alarm. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). This customer reported that they got a false asystole alarm. There was no impact to the involved pt. A philips field service engineer evaluated the device. Upon eval of the device and accessories, a v4 failure was identified. Although the users did not specify whether a 12-lead was done at the time of this report, we are considering this as a malfunction that could lead to the delay in therapy. Replacement of the lead set resolved the reported symptom.